Event description:
The reporter stated that the audio alarm did not function during set up. When the biomedical technician opened the unit pinched alarm wires were found. The biomedical technician repaired the wires and the unit operated correctly.